Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bent cannula and high blood glucose. The customer's blood glucose was 495 mg/dl at the time of call. Trouble shooting was performed and found customer has stretch marks and possible scar tissue which may have contributed to the bent cannula. Reviewed insertion process. Advised to change the infusion set and return the infusion set for analysis. Advise sending replacement set.